Event description:
It was reported the pt lost the scs charger two months ago and has not charged since. The ipg is now inoperable. A new charger was sent to the pt on (B)(6) 2013.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.